Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that stations were disconnected because the firewall was blocking communication after updates. A technical support specialist checked other cases and referenced knowledge article (ka) "domain error: please contact system administrator with error code ¿ 2222". The specialist informed the customer to verify with their information technology (it) team if the firewall was causing the issue. The customer confirmed that the firewall was the cause and enabled the connection. The specialist verified from their end that everything was current, and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, had all station on disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.